Manufacturer narrative:
This report is submitted on april 05, 2017. (B)(4).

Event description:
It was reported that the patient experienced the loss of abutment and a new abutment was subsequently placed under monitored anaesthesia care (date not reported).